Event description:
Subsequent to the initial medwatch report, additional information was received indicating the physician is trained in the use the proglide device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a suture break occurred. A second proglide was used to achieve hemostasis. A 9fr sheath was used. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. An anterior cuff miss was detected and may be observed as a suture break due to the lack of retrieved suture. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Reportedly, a 9f sheath was used in the procedure. The proglide instructions for use (IFU) states: the perclose proglide 6f smc system is designed for use in 5f to 8f access sites. The IFU also states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with introducer sheaths less than 5f or greater than 8f during the catheterization procedure. It was reported that the physician was not trained in use of the proglide device. The IFU states: this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Instructions for use: under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Instructions for use: indications for use - the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths.